Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, however olympus medical systems corp. Concluded that the reported event may have been caused by the reprocessing method by the user facility. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) (oaz) for evaluation. In the evaluation of oaz the following was confirmed; oaz couldn't duplicate the reported phenomenon. There were defects in the light guide of the endoscope connector, the universal cord, and the distal end, and oaz replaced and repaired them. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility reported that when the user wiped the outside of the device and cleaned the distal end, the user found a little wire sticking out of the distal end. And when the user manually reprocessed the distal end with a brush to clean it, an oily, greasy foreign material exited from the channel. There was no report of patient injury associated with the event.